Event description:
A micrusphere coil prematurely detached during a coiling of the posterior communicating artery that was 5mm in height, 5mm in diameter with 2mm neck. It was reported that on second coil of aneurysm coiling, the physician noted that the coil "felt different" when advancing into the non-codman microcatheter/aneurysm. A small amount of the microcoil was placed into the aneurysm when the physician noted that the coil pusher had "detached from the coil." The physician was able to retrieve the coil by removing the microcatheter. No further coils were introduced. The aneurysm did not rupture. Post procedure medications were unknown. There was no injury of additional intervention. No additional information was provided.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. The detached coil was not returned, but the detachment fiver showed signs of being mechanically severed, and exhibited no signs of melting. The microcatheter was not returned. The premature detachment was confirmed based on the product analysis. Without the return of the coil or the microcatheter involved, the root cause of the unintended detachment of the coil inside the microcatheter cannot be determined. Since there was no evidence the complaint was related to a manufacturing issue, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.